Manufacturer narrative:
This event has been deemed reportable as the patient underwent an additional surgery due to a bowel perforation. At this time, the root cause of this bowel perforation is unknown. The instruments logs for this procedure were reviewed. The endoscope, one of the two monopolar curved scissors, the fenestrated bipolar forceps, cadiere forceps, and mega suture cut needle driver were all used in subsequent procedures. The vessel sealer extend is a single use instrument. One of the two monopolar curved scissors instruments has not been used in a subsequent procedure and has 4 uses remaining. There are no complaints created for the any of the instruments used during this procedure. The system error logs were reviewed and no relevant system errors were noticed during this procedure. This event has been deemed reportable as the patient underwent an additional surgery due to a bowel perforation. At this time, the root cause of this bowel perforation is unknown.

Event description:
It was initially reported that after a da vinci assisted gastric bypass procedure, a v-lock suture that was used during the procedure came undone and caused an internal hernia. A follow-up procedure was performed to correct the issue and the patient was in stable condition. Follow-up: on 29-apr-2021, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the procedure was a lap band revision and was performed on the site's only xi system (B)(6) 2021. The surgeon reported that the patient had a lot of adhesions from prior surgeries. The surgeon said the procedure went fine and there were no observed malfunctions of da vinci products. However, two days post-procedure, the patient came into the emergency room. The surgeon reported that he performed an open procedure to resolve a small bowel injury. It was reported that the bowel injury was on the distal ilium and was a perforation. The surgeon reported that he does not know how the perforation to the small bowel occurred. The patient was hospitalized as of (B)(6) 2021 with drains and an enterocutaneous fistula.